Manufacturer narrative:
During a follow up call on 09/16/2013, the reporter mentioned that the likely cause of the patient¿s reported elevated blood glucose (bg) was secondary to the patient having a virus in addition to a possible ¿growth spurt.¿ the reporter stated the patient was ill at the time of the reported elevated bg and did not realize she was required to make adjustments to her pump settings in times of illness until the healthcare provided had been consulted. The reporter stated the hcp is now making adjustments to the pump settings to compensate for the patient¿s illness at this time. It was determined by customer support that as a result of new information obtained during a follow up call, that the patient¿s elevated bg was due to disease management issues involving other health conditions.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging that the patient had been having elevated blood glucose (bg) for several days ranging 14-25 mmol/l with ketones, but no symptoms of hyperglycemia. The reporter stated she did not think that the pump was delivering insulin correctly. The reporter stated that she had no details of how the patient had been managing the alleged elevated bg issue, but believed the patient had probably tried changing the infusion site after having elevated bg. The reporter stated that patient continued on insulin pump therapy and had not begun on an alternate form of insulin delivery. The pump was not available for review at the time of the call. A follow up phone call was received on (B)(6) 2013. The reporter stated the patient continued to have elevated bg ranging from 17-30 mmol/l. Troubleshooting was performed by customer support (cs) and there were no issues found with the pump and it was determined by cs that the pump was delivering insulin as intended. Cs also ascertained that the patient had been preparing the supplies and priming the pump properly. The reporter confirmed no issues with the infusion site or supplies. Cs advised that the patient consult with the healthcare provider regarding the patient¿s reported elevated bg and advised that the pump appeared to be functioning well. The reporter stated that the patient had discontinued ipt at the time of the call and was on an alternate method of insulin delivery. This complaint is being reported because the patient reportedly experienced elevated bg while on insulin pump therapy and this issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 21-oct-2019 - device evaluation: the pump has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: the complaint was reported on 13-sep-2013; according to the pump history the pump was in use for deliveries until 04-may-2016, therefore, all total daily dose (tdd) and black box data has been overwritten for the time of the complaint. The available tdd basal history appears to be inaccurate due to inconsistent pump use. The alarm history and black box showed no evidence of delivery or pump malfunctions. The pump passed all required testing for delivery accuracy. Unrelated to the complaint, the display was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.